Manufacturer narrative:
Device evaluated by MFR: part: 03.010.101, lot: u336044, manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: 26 june 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the drill bit was received with the reported condition of not functioning. Visual inspection confirmed that the drill bit is quite dull/blunt, the cutting edges are nicked and rounded. The instrument is in used condition. In addition, the tip is deformed; indicating that it was lot u336044 that disconnected from radiolucent drive and fell down. Functional test could not be performed at customer quality (cq). Further investigation related to the involved radiolucent drive and handpiece were performed under (B)(4). Summary: the complaint condition is confirmed as the drill bit is quite dull/blunt and the tip is damaged. The drill bit was manufactured in june 20019 according to the specifications. After a visual inspection per guidance, it is determined that the reusable instrument (part# 03.010.101) is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent the nailing surgery for femoral bone tumor. During the distal screw hole drill, the drill bit with the radiolucent drive and handpiece didn't rotate with abnormal noise because the patient bone quality was good. The surgeon removed the drill bit from the patient and checked them on the table. During the check, when the surgeon switch on the devices, the radiolucent drive rotated by itself and the drill bit was disconnected from the radiolucent drive and flew away to the monitor. The surgery was completed successfully within 30 minutes delay. There was no patient harm. Concomitant medical products: radiolucent drive (part # 511.300, lot # unknown, quantity 1), battery hand piece (part #, 05.001.201, lot # unknown, quantity 1), unknown femoral nail (part # unknown, lot # unknown, quantity 1). This complaint involves one device. This report is for (1) 4.2mm three-fluted radiolucent drill bit/needle point/145mm this is report 2 of 2 for (B)(4). This report is related to (B)(4).